Manufacturer narrative:
H3: product analysis as found condition: the apollo micro catheter was returned for analysis within a shipping box, a plastic re-sealable pouch, and a plastic bio-pouch. Damage location details: no damages were found with the apollo catheter hub. The apollo catheter body was found damaged (ruptured) at ~24.0cm from the catheter distal tip. The apollo catheter detachable tip was found intact. The apollo catheter distal tip was found to be in good condition. Testing/analysis: the apollo catheter could not be used for testing due to its damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter resistance¿ report could not be confirmed. Possible causes of ¿catheter resistance¿ include incompatible devices, patient vessel tortuosity, guidewire damage, insufficient catheter flushing, or insufficient guidewire hydration. The apollo micro catheter and guidewire were prepared prior to use (which includes catheter flushing and guidewire hydration), ruling out insufficient catheter flushing and insufficient guidewire hydration as potential causes. The guidewire used in the event was not returned. In addition, the guidewire make/model was not reported. Therefore, an analysis could not be performed, and any contributing factors (including device compatibility/damage) could not be assessed. Information regarding patient vessel tortuosity was not reported; therefore, patient vessel tortuosity could not be ruled out as a potential cause. The cause for the reported event could not be determined due to insufficient information. Regarding the catheter rupture, damage can occur during injection when the distal portion of the catheter is kinked, prolapsed, or occluded, wrong type of syringe used with saline/contrast, or use of power injector. However, the cause for the catheter rupture could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the apollo catheter had resistance going over a wire. The apollo and any accessories were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.